Event description:
It was reported that during preparation for an unspecified treatment procedure, a shaft fracture occurred. The device was removed from the packaging which was reported as being a "little snug". When the 15/4.00mm flextome cutting balloon was being introduced into an unspecified guide catheter the physician observed that the end was really floppy and that the connection to the monorail segment was damaged and hanging by a thread. There was no patient contact. The procedure was completed with a smaller flextome cutting balloon. No complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for an unspecified treatment procedure, a shaft fracture occurred. The device was removed from the packaging which was reported as being a "little snug". When the 15/4.00mm flextome cutting balloon was being introduced into an unspecified guide catheter the physician observed that the end was really floppy and that the connection to the monorail segment was damaged and hanging by a thread. There was no patient contact. The procedure was completed with a smaller flextome cutting balloon. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluation: a visual examination of the device found that the returned balloon had no evidence of being inflated. The midshaft was twisted at the rapid exchange (rx) bond and the midshaft was also stretched. The catheter measured 208mm in length. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. There was no detachments noted to the device. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)